Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status shorter than expected. The icm was explanted, and it has been returned. No new icm was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. It was found that the device met expected longevity at 93%. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "device problem excluded".

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status shorter than expected. The icm was explanted, and it has been returned. No new icm was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status shorter than expected. The icm was explanted, and it has been returned. No new icm was implanted. No adverse patient effects were reported.